Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the connector of a unspecified lead could not be introduced in the header of the ipg. The patient suffered an asystole. The unspecified lead was connected to the analyzer, but was unable to stimulate. The physician suspected a lead fracture, and decided to add an additional implantable pacing lead (ipl). An attempt to connect the ipl was made, however the lead could not be introduced into the ipg header. The ipg was replaced with a different device and no problems occurred. The ipl was not implanted. Status of the unspecified lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.